Event description:
It was reported that when the patient presented in clinic for a routine follow-up, non-sustained rv oversensing was observed. Upon review of egms, oversensing of myopotentials was suspected. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.